Event description:
In this event it is reported that a hedstrom m-access 21mm 008 file broke during use. The broken part was retrieved by the assistance of a microscope and ultrasonic instruments. The patient was advised to undergo root canal preparation at a later date. Medication was applied and the tooth was temporarily sealed. There is no reports of significant pain by the patient and they are under observation.

Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Investigation results for this complaint are: involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1753981). Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique, overuse (number of uses not communicated), excessive wear, patient condition and behavior during treatment or material issue (no analysis of the broken fragments possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode.